Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The pressure and extender tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 24.6cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-2020 to dec-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Correction to MDR follow up #1 to include: brand name, lot #., catalog #, exp. Date, manufacture date. Reference complaint (B)(4).

Event description:
It was reported that the lumen inside of the intra-aortic balloon (iab) was broken. It was noted that the insertion was femoral. Blood had channeled through the break in the lumen to the inside of the iab and up into the console through the helium tubing. Therapy was discontinued. The patient was stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).